Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time carefusion is waiting for components from customer for evaluation.

Event description:
The customer reported that this vela ventilator was showing "vent inop", "motor fault", "circuit disconnect", "low pip", and "low ve" errors. Through troubleshooting, the customer reported that after replacing the main control printed circuit board (pcb) the ventilator worked satisfactory, passing all calibrations. The customer stated that there was no patient involvement associated with this reported issue.